Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a neurologist that a vns pt's generator and lead were explanted due to infection in (B)(6) 2009 and (B)(6) 2009 respectively. Cultures of the infection were taken and it was shown to be cellulitis. Review of the MFR's records revealed that the devices were sterilized by hydrogen peroxide prior to implant on the pt. Good faith attempts to obtain more info from the treating neurologist have been unsuccessful to date as the cause of the infection is unk.